Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late, rupture.

Event description:
Healthcare professional reported right side seroma-late and capsular contracture, baker grade iii. Healthcare professional later reported rupture was identified during surgery. The device has been explanted and replaced.